Event description:
During a scheduled inspection, physio-control found that the device would not power on. There was no patient use associated with the event.

Manufacturer narrative:
Physio-control received and evaluated the device. The reported failure was verified and the cause of the reported failure was determined to be electrically leaky filters, designators fl9, fl10 and fl11 from the analog pcb assembly. The leaky filters caused the internal hlc batteries to become depleted. The customer received a replacement device.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control recommended the customer purchase a replacement defibrillator. The device was not returned to the redmond facility for analysis. Therefore, a conclusive cause of the reported event could not be determined.